Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was in for a routine battery change, patient had low impedances on contacts 0 <(>&<)> 1 on right stn on existing battery. Lows showing during inter op testing when new ins was implanted. No known patient or environmental factors that may have led or contributed to the issue were reported. No interventions were taken to resolve the issue. The issue was not resolved at the time of the report,. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event